Event description:
During a dialysis treatment, the pt dislodged the venous needle from the catheter resulting in a blood loss of approx. 300cc. There was no machine alarm. There was no pt injury or medical intervention.